Event description:
It was reported that approximately one year post a port placement via the right internal jugular vein, leakage was allegedly found. It was further reported that the patient complained of discomfort. Reportedly, the port system was removed and there is no information regarding the treatment for the discomfort. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluation were performed. Three partial compound circumferential breaks were noted approximately 3.9cm, 4.6cm and 5.3cm from the distal end of the cath-lock. The edges of the compound break on the catheter were noted to be uneven. The surface appeared to be round and smooth in one region and granular in the other on first break, smooth and rough in both regions on second break, smooth in one region and granular in the other on third break. Upon infusion, a leak from the compound breaks were observed. Aspiration was attempted but was unsuccessful. Therefore the investigation is confirmed for the reported leak and identified fracture, wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that approximately one year post a port placement via the right internal jugular vein, leakage was allegedly found. It was further reported that the patient complained of discomfort. Reportedly. The port system was removed and there is no information regarding the treatment for the discomfort. There was no reported patient injury.